Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires, sparked and felt warm to the touch but no injuries were sustained as a result of the issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get add'l complaint info, including a final attempt by letter, were unsuccessful. The product, however, was received for testing/analysis. In summary, a breach in the insulation on the dc output cord was present, exposing wires which could cause sparking. Should add'l info be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformations or breaches of the transformer housing. A visual examination of the cord revealed twisting and exposed wire along the length of the cord. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.3 ohms, which is normal and indicates that the thermal fuse did not blow.